Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network issue. A principal integration engineer stated that the customer had resolved the network issue and the carefusion coordination engine started communicating. That work was recorded in case (B)(4). The system functioned as intended after the principal integration engineer troubleshooted the device. The serial number, UDI and manufacturer's details were kept blank since the given asset information was found to be es s/w only server.

Event description:
It was reported by the customer that a pyxis medstation es system had medications not crossing over to pyxis. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.